Manufacturer narrative:
(B)(4). Evaluation conclusion: off-label, unapproved, or contraindicated use (aortic neck angulation).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 54x98mm fusiform abdominal aortic aneurysm. Vessel morphology was reported as the aortic neck angulation was 70 degrees. It was reported that on four days post index procedure during post-operative follow up a CT confirmed a type ia endoleak due to the severe angulation of the proximal aortic neck and a slight migration of the stent graft. The following day the physician performed an intervention where an endurant 28x28x49 aortic cuff was added and the endoleak was resolved. No additional clinical sequelae were reported and the patient is doing fine.